Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the mildly tortuous distal diagonal coronary artery. Pre-dilatation was performed. A 2.75mmx23mm rx xience v stent delivery system (sds) was being advanced without resistance into the patient anatomy when it was noted that the proximal shaft was separated. The separated portion of the sds was simply withdrawn from the patient anatomy. A non-abbott device was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.